Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) because an audible right ventricular (rv) lead integrity alert had triggered due to a high rate non-sustained episodes and sensing integrity counter (sic). The non-sustained episodes reveal oversensing. The patient then followed-up with their clinic four days later. During this office visit noise on the rv lead was able to be reproduced. The rv lead was reprogrammed and remained in use until the patient¿s extraction procedure. Then fifteen days later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.